Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the customer allegation of misalignment in the touch position of the v60 touchscreen could not be confirmed. The pil technician tested the component and reported the touchscreen flex circuit passed all resistance testing of test #1. The testing resulted in a no problem found conclusion.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint from the manufacturer's product support engineer (pse), reporting the touch position of the v60 ventilator touchscreen was misaligned. The device was not in clinical use. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed the issue. The pse could not resolve the issue by calibrating the touchscreen, therefore, touchscreen replacement was necessayr. The pse replaced the touchscreen. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.